Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield would not retract to penetrate the tissue. No pt injury reported. The surgeon applied another device to complete the procedure.